Event description:
On 02/12: (B) (4) legal department reports via phone. "We have become aware of a patient death with regards to an illumena injector system. Indications are lack of air detection device." Legal provided the following information, (B) (6) as personal representative of the estate of (B) (6) md. No patient procedural information provided. On 02/16: legal provided the following; male patient undergoing an angiographic procedure under general anesthesia. The operator of the angiomat injection machine attached the machine to patient so that the machine could inject dye into patient's blood stream. The physician in charge gave the signal to inject and the operator pressed the activation device. The angiomat injection machine gave no warning that it had not been loaded with dye and did not block itself or shut down. The angiomat injection machine injected air into patient's blood stream. As a result, patient died.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental form will be submitted.